Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s inguinal hernia with planned repair on 28/jul/2020. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient event. Hernia is a well-known potential complication with patient¿s on pd therapy due to the increased intra-abdominal pressure from the dialysate during dialysis. Based on all the available information, it is unknown if the patient¿s inguinal hernia was pre-existing prior to start of pd therapy. However, it was reported the patient is at risk for hernia development due to heaving lifting as part of the patient¿s occupation. The patient¿s inguinal hernia may have worsened with pd therapy due to the dialysate in the peritoneum. Therefore, the use of the fresenius cycler to facilitate pd therapy cannot be excluded as a factor in the hernia event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient wanted to make sure the updated iq drive setting were reflecting correctly on the cycler for surgery. Technical support confirmed the patient's updated treatment was correct and advised to contact the pd nurse if needed. Upon additional follow-up, the pd nurse reported the patient¿s surgery was a planned inguinal hernia repair which occurred on (B)(6) 2020. The nurse stated it is unknown if the hernia was pre-existing prior to the patient starting pd therapy on (B)(6) 2019. However, the nurse indicated the patient was at risk for hernia development due to the patient performs a lot of heaving lifting as part of the job. However, the nurse reported there have been no cycler malfunctions or increased intra-peritoneal volume (iipv) events related to the patient¿s hernia. Additionally, the nurse indicated the hernia was not caused by the fresenius cycler. It was reported the patient¿s hernia may have worsened due to the normal physiology of pd therapy due to the dialysate in the peritoneum. Per the nurse, the patient continues pd therapy with a reduced fill volume of 1300ml. There were no further reported issues.